Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg29-i10c-us is available in the USA with a 510k number k190805. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Foggy image at qc inspection. After replacement of distal end with cmos assy, ift bumped, detected after repair at second qc inspection. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the bending rubber cut. Based on the result, we concluded that it was caused due to a physical damage applied on the bending rubber. Correction information: g6: follow up #1. H6: coding changed based on the investigation result.